Event description:
After three months from the implant, a g2 filter was found tilted with two legs out of the vena cava vessel wall. The legs had perforated the vena cava wall. The doctor considered the filter permanent and he indicated not to remove it. The filter remains implanted.